Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. One haptic is broken in the gusset area (not returned). The optic is torn/cut into pieces, typical of an insertion and removal. The optic edge is torn (torn portion not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Without the cartridge model it cannot be determined if this is a qualified lens/cartridge combination. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Additional optic damage was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The intraocular lens is indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol broke at the time of lens implantation (once the lens entered into the anterior chamber). The physician removed the lens and the patient was left aphakic. At the moment of the report, the physician was expecting the replacement to be able to enter the surgery again. Additional information was provided by the physician indicating that the patient was 2 to 4 years old. The procedure was a cataract with iol implant plus anterior vitrectomy. The iol was implanted and had a fissure in the optic, the hospital did not have a spare iol. An incision was required to remove the iol. The patient was left aphakic and the procedure was canceled. To date a new lens has not yet been implanted.